Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the connection was loose between their handheld and wand. The serial cable is at manufacturer pending completion of analysis.